Manufacturer narrative:
(B)(4). Date report sent: 08/31/2004. Information was not provided during initial contact. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap. Gastric bypass, the tip of the lcsc5ha broke off inside of the pt. The broken tip was retrieved. The case was able to be completed with another instrument. No add'l medical intervention was necessary.